Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level; no exact bg level was provided. Reportedly, a manual injection was administered to address the bg level. An infusion site change and an infusion tubing change was performed and the occlusion alarms continued. Allegedly, the customer's friend assisted the customer with placing the new infusion set site. A system check was performed verifying the occlusion alarms and found that the cartridge was damaged/cracked. Reportedly, a supply change was performed to address the occlusion alarm.